Event description:
It was reported the pt did not use her scs system as she did not like the stimulation sensation. As a result, the system was explanted per the pt's request.

Manufacturer narrative:
Result: the complaint for "discomfort" was confirmed. Microscopic inspection of the lead revealed there were wires detached form the electrodes on the paddle. Continuity testing showed all but channels 8, 9, 10, 14 were electrically open. The detached wires could have caused a change in the systems impedance and stimulation output. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.